Manufacturer narrative:
(B)(4). Insulin pump received with cracked reservoir tube lip and cracked battery tube threads. However, unable to perform the displacement test due to unlocked lcd keypad connector during visual inspection and keypad flattened button dome switch was found on esc and act.

Event description:
Information received by medtronic indicated that the insulin pump had cracked lip ring. The customer stated that the reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.